Manufacturer narrative:
The explanted device was not returned to bsn for evaluation as they were discarded by the medical facility. A review of the manufacturing documentation of the explanted ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient's ipg was depleting rapidly. The bsn representative analyzed the database and confirmed that the device was exhibiting premature battery depletion. The physician has recommended an ipg replacement.

Event description:
A report was received that the patient's ipg was depleting rapidly. The bsn representative analyzed the database and confirmed that the device was exhibiting premature battery depletion. The physician has recommended an ipg replacement.